Manufacturer narrative:
The product was received and the complaint was updated; an initial investigation had been prepared without lot numbers and without product return. The case involves 2 devices (which have been reported separately). 9610612-2019-00407 and 00408. Internal notification number: (B)(4). Devices: reference code fb490r, device name lambert-kay aorta clamp 215mm, serial number n/a. Batch number 4509604687, manufacturing date 19.05.2018. Reference code fb492r, device name lambert-kay aorta clamp 210mm, serial number n/a, batch number 4509729908, manufacturing date 26.07.2018. Investigation - the clamps are available for investigation decontaminated. The provided clamps are in a used condition, stains can be found all over the surfaces. Visual evaluation - vigilance investigator carried out the pictorial documentation visually. Apart from the stains, no deviations can be found on the instruments. Functional tests according to the qstd (see figure 1) were carried out. The "poly-pouch"-test, as well as the "tissue-paper"- test were carried out successfully. Batch history review - the device quality and manufacturing history records will be checked for the lot number 4509604687 and 4509729908 from the quality coordinator of the production plant. The results of the review will be documented in (B)(4). If the review shows any inconsistencies, the report will be updated and actions will be initiated. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - apart from the stains, no deviations can be found on the instruments. Therefore, the described error was most likely caused by an application error and/or tissue related. A CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the lambert-kay clamps. During cardiac surgery, the instrument was not cutting off blood flow as required when clamped. The surgeon had to take an additional clamp to the jaws of the first clamp on the aorta to cut the flow. The clamps reportedly almost caused an aortic dissection; there was no delay in the procedure due to the malfunction. Additional information was not provided. This complaint involves two devices (which will be reported separately).